Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified one of the splines was missing exposing internal wires. It was initially reported by the customer that the fixed sheath was advanced into vein. The insertion of pentaray nav was done via the sheath but unable to respiratory train. An x-ray showed an ¿odd position of pentaray.¿ a 5 minute procedure delay occurred and a new pentaray nav was used. Additional information was received indicating the catheter spline fell into the side hole of the swartz sl1 8f long sheath. We could not confirm if there was any damage to the electrodes of the spline that fell into the side hole. No wires were exposed. We did not use this map. The catheter was not pre-shaped. Could not test the pentaray function as we did not map with this. No failure or malfunctions noticed when it was handed to the consultant. There was resistance during insertion, but the consultant did put further force and removed the catheter. The customer's reported issues of inability to train, resistance and spline in the side irrigation hole are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 19-nov-2025, the bwi pal revealed that a visual inspection of the returned device found one spline was missing and exposed wires were observed. This finding was assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and dimensional inspection test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that one spline was missing and exposed wires were observed. The dimensional test was performed and the outer diameters of the shaft were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The missing spline observed could be related to the resistance with sheath, entrapment and unable to map issues reported by the customer, the complaint was confirmed. The missing spline could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instructions for use of the device contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion; the catheter is recommended for use with an 8 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).